Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher was returned for analysis. The strain relief on the distal heater coil section showed no signs of burn marks; however, was slightly folded in. The body coils were separated and stretched from the proximal pet transition section, causing the lead wires to break, and became entangled towards the distal part of the pusher. The attachment tether monofilament appeared to have a stretched tail. Based on the available information and evaluation of the returned device, the complaint of a detached coil can be confirmed. The root cause cannot be determined; however, the device exhibited evidence that it was subjected to tensile forces that exceeded its strength specifications.

Event description:
It was reported that during the placement of the first embolization coil, the coil detached partially in the aneurysm, and partly in the vessel. A stent was implanted to affix the coil to the vessel wall. Five (5) subsequent coils and an additional stent were successfully implanted. There was no reported patient injury. The patient was reported to be fine.